Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy delivery test failed. There was no patient involvement. This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device onsite and found the capacitor was not working. The fse replaced the capacitor. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the capacitor not working was not determined. The reported problem was confirmed. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.